Event description:
There was an allegation of a questionable online tdm methotrexate result from the cobas 6000 c (501) module for one patient. The initial result was 1.215 umol/l, accompanied by a data flag. The sample was then auto diluted 1:14 with a result of 16.012 umol/l. On (B)(6) 2026 the sample was repeated multiple times. The first result was 1.278 umol/l, accompanied by a data flag. The auto-diluted result was 17.548 umol/l, accompanied by a data flag. The sample was diluted 1:50 with results of 62.494 umol/l and 62.643 umol/l, both accompanied by a data flag. The sample was diluted 1:200 with results of 1.273 umol/l, accompanied by a data flag and 3.627 umol/l. Another repeat result after a dilution of 1:200 was 725.4 umol/l. The doctor was expecting a result of >600 umol/l and asked for the sample to be repeated.

Manufacturer narrative:
The online tdm methotrexate reagent lot number is 906760, and the expiration date was not provided. A field service engineer (fse) observed no physical discrepancies with the module. The fse performed an instrument check with the reagent pack and the cell check solution. For verification, an instrument check was performed, and the instrument was in normal operation and returned to the customer. The investigation is ongoing.